Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported inflation issue and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal femoral artery. An 8x40 mm armada percutaneous transluminal angioplasty (pta) catheter was prepared and advanced toward the target lesion. An attempt was made to inflate the balloon and saline/contrast mix leaked through the side of the inflation port. The balloon completely failed to inflate. The pta was removed and the patient was ultimately treated with an unspecified balloon catheter. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.